Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was shutting off and not alarming while in use with patient. It was reported the patient began therapy with remodulin (treprostinil sodium, concentration 10 mg/ml) delivered via cadd ms3 pump on 26-may-2015 for secondary pulmonary arterial hypertension. The current dose was reported as 0.117 ¿g/kg, continuous via subcutaneous route. It was reported that the patient had a really bad headache due to the pumps.